Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) leads screw was difficult to deploy. Due to poor thresholds the lead was repositioned. The lead was attempted and not used and then replaced. No patient complications have been reported as a result of this event.